Manufacturer narrative:
(B)(4). Batch # r5a171. Expiration date is 8/14/2023. Device manufacture date is 9/14/2018. Investigation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was uncut, indented, and there were no staples present. In addition, marks were noted on the washer. The device was reloaded with staples and tested for functionality with a test washer and he device formed all of the staples, as well as completely cutting the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The damage noted on the washer is consistent with the device having been fired over existing staples. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there a change in the type of procedure as a result of alleged issue with the device? Were there any patient consequences?

Event description:
It was reported that during a colon resection procedure, at the time of firing the cdh29a, the blade did not work, only stapling the fabric leaving it uncut. The surgeon tried to extract the circular stapler, however it was very difficult, so he decided to keep the cdh29a and cut the surrounding tissue to release it and perform another anastomosis. This is why a cs40g plus an sr75 were used to achieve the termino-terminal anatomy again.